Event description:
The customer reported that during first time use of this suture hook, the tip detached in the surgical site. The user retrieved the tip and completed the procedure as intended by using an alternate suture hook. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
To date, the device has not been received for investigation. A follow-up report will be sent upon receipt of this suture hook and completion of an investigation.